Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported by the patient that she had a realize band implanted in 2009. One year ago she started vomiting and was having trouble keeping weight off. She was also having pain around the port area. Per the patient, the band was filled to capacity at 10cc. Upon visitation to her doctor, the doctor put 0.5 ml in the port and she vomited. The doctor attempted to withdraw fluid from the band but was unable. The doctor discussed with the patient the possibility of band removal due to the patient¿s inability to swallow and consistent vomiting. The patient was taken into emergency surgery to address the swallowing and vomiting issue. Per the patient, during the surgery, the doctor took the tubing from the band and then reconnected it. Fluid was also removed and afterwards she was fine. The entire band system still remains in the patient. Patient indicated that they began at (B)(6). And their lowest weight was (B)(6). Since this incident, the patient has gained 11-12 lbs.,